Manufacturer narrative:
Retainer = black customer returned the insulin pump for an alleged unresponsive button (down arrow) and pump error 4 alarm found on (B)(6) 2021. The insulin pump was received with no down arrow or back button response. Unable to perform the self test, displacement test, and keypad voltage test, download the trace and history files using thus, or verify pump error 4 alarm due to no button response. The insulin pump was cut open to perform a visual inspection. Corrosion and moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the keypad flex tail, vibrate harness assembly, the motor, and force sensor. Electrical board 1 and keypad flex tail were cleaned with isopropyl alcohol with no effect. No button response is due to corrosion and moisture damage on electrical board 1 and keypad flex tail. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, stained serial number label, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. No button response is confirmed. No button response is due to moisture damage on electrical board 1 and the keypad flex tail. Pump error 4 alarm is unknown due to no button response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the down arrow button was not responding. Customer stated that the insulin pump gave pump error alarm and they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.